Event description:
A report was received that the patient had a burning and pain sensation at the midline incision. The physician requested a CT for the patient and found no issues and nothing visually wrong. The patient is getting adequate stimulation and the patient was prescribed some medication. No further course of action.